Event description:
It was reported this was an arteriotomy closure in the calcified common femoral artery with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the levers were returned to their original position without resistance. Resistance was felt during removal of both devices. The foot was parked (closed) when the devices were removed from the anatomy. No vessel damage occurred. Although there was difficulty removing the devices, the sutures were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.